Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The fractured distance measured approx 11.38mm from the top of the outer tube. The remaining portion of the blade was gouged at the location of the break. The identified blade damage may have occurred from external contact during activation. Minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. The instructional insert warns: "avoid accidental contact with other instruments during use".

Event description:
It was reported that, during a laparoscopic cholecystectomy procedure, the blade broke on the device. The broken piece could not be found. X ray, and flouro was called in and still could not find the broken tip. As the drape was being removed the broken piece was found. Another same like device was used to complete the procedure. There was no pt consequence reported.